Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia after alleging that the insulin pump was not delivering insulin despite multiple bolus attempts with blood glucose value of 400mg/dl. The event involved product(s) mmt-1884,mmt-399a,unk_sensor,mmt-332a. The customer has type 1 diabetes and reported the high blood glucose event with blood glucose previously elevated for approximately 3¿4 hours. Troubleshooting was performed and customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. The customer was advised to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode. No further customer complications were reported. The product return was expected for mmt-1884. Mmt-399a,unk_sensor,mmt-332a were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.